Event description:
It was reported that the ats 1200 unit was not deflating completely during a case and went down to 40 mmhg and then alarmed while using an 18" cuff. Additional clinical follow up indicated that the procedure was a total of four hours. The tourniquet cuff was placed proximally to the operative site and set at 250 psi for the upper limb procedure. The patient received a regional nerve block and was positioned laterally with the operative arm on a positioner. At the two hour mark, the unit alarmed to inform the room staff of total tourniquet time. The surgeon requested the circulator deflate the cuff. The circulator programmed the ats unit to deflate and returned to a prior activity when the ats began to alarm and displayed a set pressure, reported to be "somewhere in the 40's, the exact number was not recalled." The rn was unable to silence the alarm, so the unit was powered off. When the procedure completed, the rn and the surgeon noted the operative limb appeared pale. The surgeon expressed concern that the cuff may have possibly remained inflated for the total four hour surgical time. The rn powered on the ats unit and the pressure display was 250. (B)(6) stated the rn then checked the cuff which was described as appearing "mostly deflated but a little air seemed to have remained in the cuff."

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and has never been returned to the manufacturer for repair. Customer's event of powering down while pressurized could not be duplicated by in house testing. Unit was observed to alarm with an erratic sound and present false line occlusions during testing. Technician replaced cpu board and outdated battery. A malfunctioning cpu board could have caused the customer's event. Cpu board most likely caused the issue, unable to determine failure of cpu board. The device was serviced and returned to the customer.